Event description:
It was reported that a health professional using a renasys ez max to treat a patient with a known abdominal fistula discovered two new areas of fistulas at the time of the dressing change. The adaptic (a third party product) used as part of the dressing layering had become embedded in the wound and upon removal, it debrides the wound resulting in new areas of fistula.